Manufacturer narrative:
Batch review performed on 10 feb 2026. Lot 2419618: (B)(4) items manufactured and released on 03-sep-2024. Expiration date: 18-aug-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient came in presenting instability and the cause is unknown. About 1 year and 2 months after the primary surgery, the surgeon revised the liner from 10mm to 14mm to address the issue. The surgery was completed successfully.